Manufacturer narrative:
The pod arrived for investigation fully deployed. The pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed. Cracks were observed on the top housing. The timing and cause of the observed housing cracks could not be determined. Investigation of the pod and the download data indicate that the cracks did not affect the functionality of the pod.

Event description:
The patient reported wearing the pod on the abdomen for between 4 and 24 hours prior to the event. The patient sought medical attention at the emergency room (ER) due to significantly elevated blood glucose levels, reported as above 600 mg/dl. The patient stated that the reason seeking care was not believed to be related to the pod. The ER visit lasted approximately 5 to 6 hours, and the patient was discharged the same day. Initial symptoms included inability to eat and suspected diabetic ketoacidosis (dka), though no dka diagnosis was confirmed. The discharge paperwork indicated "recovery from hypoglycemia due to use of insulin and metformin", suggesting that glucose levels dropped during treatment. Medical interventions included intravenous dextrose, food (sandwich, chips, jello, and peanut butter crackers), and laboratory tests (urine and blood) to assess organ function. The patient removed the pod during the ER visit.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported emergency room visit with hyperglycemia and hypoglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.